Event description:
It was reported that while in the cath lab, the intra-aortic (iab) was prepped per instruction, using the one-way valve and then aspirating the balloon in the tray. The md tried to insert the iab into the sheath, but there was resistance. As a result, the md used another iab with success.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if add'l info becomes available.